Manufacturer narrative:
Combination product: yes. 12-feb-2026 update: echocardiography and blood tests were performed and the physician suspects that it may be entrapped in the cardiac outflow tract or at the hinge point. Also physician decided to monitor the patient and no treatment will be done based on the patient age(88). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available x-ray images were evaluated. One image is dated (B)(6) 2025 and shows the lead in its original position without any visible abnormalities. A subsequent x-ray image from (B)(6) 2025 documents the first occurrence of a dislocation of the lead tip. From this point onward, the lead tip is shown to be detached from the lead body. Two additional x-ray images, dated (B)(6) 2026 and (B)(6) 2026, respectively, were reviewed. Comparison of these images demonstrates that the localization of the detached lead tip has remained unchanged since the x-ray image from (B)(6) 2025. Based on the radiographic assessment, the detached lead tip is most likely located in the area of the outflow tract. Due to image superposition, an alternative localization within the left ventricle or the pericardium cannot be entirely excluded; however, this is considered very unlikely, as such a scenario would have required perforation followed by fracture of the lead tip. The unchanged position over time suggests limited mobility of the detached lead tip, potentially due to early tissue ingrowth. Additional data include an impedance measurement exceeding 2500 ohms, which is consistent with a fractured lead tip. No impedance trend data are available. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was confirmed via x-ray that lead tip dislodged and moved to rvo (right ventricular outflow tract). The lead tip broke at about 7.4mm from the lead tip via x ray photo. Patient will come to the hospital on (B)(6) 2026 and monitoring will be continued. It has not decided yet how to treat this.